Event description:
Devices illegally placed in my neck that is damaged my mind and is causing pain mental and physical abuse. I am linked through a cell tower or rfid open ai and neuralink I believe is responsible no one will answer my questions or brothers questions when we tried to call the company. I am in need of medical and legal help and protection. I've reported over and over again I am victim of a very cruel and unusual crime it's medical that I have no control over and scientific that is painful and scary. Like a dr placed the devices for some illegal clinical trial or something. I have no clear understanding of anything other than its medical manages my overall health and scientific and very odd and scary and abusive. Please help me find away to identify these devices and get them safely out of my body. "Need rfid scanner, medical assistance, surgery, immediate help." I believe to be neuralace, I need an investigation immediately in st petersburg fl. "None, device's manage over all health care." My life is literally in danger strangers, unknown people have my life in their hands. They hurt me with their science aspect of their experiment. FDA safety report ID # (B)(4).